Event description:
Patient reported via regulatory agency anxiety/flutters in chest at night, generalised feelings of stress, lump, possible rupture, and concerned lump may be alcl; markers have not been confirmed. The following reported events have been deemed not related to the device: tingling sensation in left arm, migraines, drenching night sweats, increased pms symptoms / possible pmdd, constipation, heavy menstrual bleeding. The side of this record is unspecified. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma - alcl - suspected.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is rupture, lump/nodule, and anxiety-product/procedure. Reoperation has not been scheduled at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported an unknown side suffering from symptoms not experienced prior to implants, which started a year after implants put in, "anxiety/flutters in chest at night", "generalised feelings of stress", " I have just recently been referred for possible rupture but went to the gp concerned lump may be alcl". Events of ¿drenching night sweats¿, ¿increased pms symptoms / possible pmdd¿, ¿constipation¿, ¿heavy menstrual bleeding¿, ¿tingling sensation in left arm¿, and ¿migraines¿ are not device related. The device has not been explanted. The side is unknown.